Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacemaker dependent patient presented for an aortic valve replacement procedure. A magnet was placed over the device and the device noise reversion was programmed to do. During use of electrocautery, the device exhibited loss of pacing and the patient went asystole. The device was reprogrammed. The patient was doing well and will continue to be monitored.